Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a severe rash on his back under the therapy electrodes. The patient reported that he was prone to allergies. There was no alleged device malfunction contributing to the irritation. Patient was prescribed cetirizine by a physician. Follow up indicated that the rash has gotten better.